Manufacturer narrative:
Patient identifier provided. There was no delay to the surgery.

Manufacturer narrative:
Patient identifier not available from the site. The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a neuro soft tissue ablation, the catheter for the ablation system was found to be charred. It was reported that a second fiber was used to complete the procedure. There was no impact on patient outcome. No additional information was provided.